Manufacturer narrative:
(B)(4). Additional information: the sales unit was returned with six devices. Each device was received inside its sterile and closed package. Upon visual inspection of one device it was noted a foreign matter inside the package. The foreign matter was inspected through magnification and it was confirmed to be biological matter the package was opened and it appeared that the biological matter (bug) was adhered to the tyvek; however, no definitive conclusion could be reached as to the origin of the matter found. Complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during incoming/labeling operation found the following defect. Details of the defect is organic particle matter inside pouch. Product code is ace23j and lot is l9134u.